Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with no damage found. During analysis, the device was found to have lost programming due to the fact that it cannot hold all programming after 2 days without power from the battery. It was found to be the battery issue. Therefore, the aaa battery must be replaced as soon as possible after the pump gives low battery notification. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump lost its programming. No patient was involved in this event. No adverse effects were reported.